Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient threw out her back due to the weight of the device around her waist. There is no alleged device malfunction. The patient saw a chiropractor for her back and reported her injury was improving.